Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a monomorphic ventricular tachycardia (vt) for which anti-tachycardia pacing (atp) and six 41 joule shocks were unable to convert the rhythm. Boston scientific technical services (ts) confirmed that the sensing was appropriate and delivered shock impedances were normal so the device was operating as expected. Defibrillation threshold (dft) testing was not performed at implant and there were no other episodes stored in the device. It is unknown if the shock energy was not adequately covering the heart mass or if the vt rhythm was not convertible; ts recommended verification with an x-ray. The x-ray confirmed lead placement was such that the heart mass was positioned within the shock¿s energy delivery. As no dfts were performed at implant it remains unknown the patient¿s cardiac tissue was amenable to conversion. Surgical intervention was performed and the single coil rv lead was explanted and replaced with a dual coil lead. Dfts were performed with the new lead and the device successfully cardioverted an induced rhythm on 26 joules. The device remains in service.